Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer fse stated that the problem has been confirmed via the logs of the device. The fse also stated that the hospital technicians were not at all qualified and completely inexperienced. Instead of doing maintenance they made "disasters". Once the damage was done they finally requested intervention from getinge italia to fix the cs300. The fse replaced the motor control board (0671-00-0004), inspected the wiring between the power supply, the motor control board and the main board. During the inspection, the fse also found the the vacuum head to be mounted in the opposite direction to the correct one, preventing the correct functioning of the vacuum in the system, repair was not done for this issue. The device needs to be taken to the getinge laboratories for more in-depth troubleshooting and a general check of the machine. The fse foresees a very long time for the repair of this cs300. The device has been returned to the customer and not authorized for conventional use.

Event description:
It was reported that during maintenance, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure code 50. There was no patient involvement.